Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible in clinic and was paroxysmal in nature. It was suspected that the noise was caused by the leads rubbing against each other and clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.0 cm to 21.2 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
The lead was explanted and replaced.